Manufacturer narrative:
The returned valve was patent. The performance level of the valve could not be adjusted prior to flushing the device. After flushing the device, the performance level could be adjusted by laboratory personnel. The valve met the requirements for valve flux, leak, siphon, pressure/flow and preimplantation testing. The valve did not meet the requirements for reflux testing. Biological debris was observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative received a complaint from the customer that the valve was malfunctioning. The valve had contact with the patient. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was doing fine. A new valve was placed.